Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was caused by failure of the image sensor unit or breakage of the circuit board inside the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had image issues where the endoscope screen was interrupted when angling. The issue was found during use and when angled during an unknown procedure. There was no report of delay or patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a failure of the image where the endoscope screen was interrupted when angling and due to damage on the charge-coupled device unit, the image was not displayed. Additional evaluation findings were as follows: the connecting tube had a scratch, and due to wear of angle wire when bending in the up direction did not meet the standard value. Follow up communication with the customer provided no information. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.